Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with pain and a large bump. The magnet was pushed back into position, however, the recipient continues to experience pain. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Revision surgery will reportedly not occur at this time. The recipient is using the device. The recipient's pain resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.